Event description:
The customer reported his blood glucose reached 289 mg/dl less than 24 hrs after the pod was activated. He could smell insulin leaking and the adhesive pad was wet. Upon deactivation he realized the cannula was bent and it was not inserted into the infusion site.

Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the bent cannula or to determine if it could have contributed to the hyperglycemia. The user reported the cannula was not inserted correctly into the infusion site. This condition would interrupt insulin delivery and contribute to hyperglycemia if it occurred. Qualification records were reviewed and the product lot met all acceptance criteria.